Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12jul2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12aug2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.